Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to the start of an unknown procedure, the user opened the basket of an ncircle tipless stone extractor and discovered the basket would not close smoothly. The issue with this device was discovered prior to making contact with the patient. The procedure was completed by using another similar type device. There was no impact to the patient from this alleged malfunction.

Event description:
No additional patient or event information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. Distributor (B)(6) med. Dev. Co.,lt informed cook on (B)(6) 2020 of an incident involving a ncircle tipless stone extractor ntse-045065-udh from lot # 10025069. The basket of the device reportedly would not close smoothly during an unknown procedure on (B)(6) 2020. Another device was used to complete the procedure. The patient reportedly experienced no additional harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with handle in the open position and the basket formation in the closed position. The collet knob was found to be tight, but the threads on the knob were visible. The mlla (male luer lock adapter) was finger tight. No kinks were noted in the catheter. Functional testing of the device noted the handle actuated the basket formation, but the basket formation appeared loose during actuation. The handle was disassembled. The basket formation was able to be manually actuated. The handle could not be reassembled without causing damage to the device. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would open and close when the handle was functioned, but it was noted that the basket assembly did not appear to be fully secured to the handle assembly. The black collet knob on the proximal end of the handle that holds the basket assembly to the handle assembly was found to be tight, but the threads of the collet knob were visible. This indicates that the collet knob was not threaded properly into the handle during assembly, resulting in the collet knob being cross-threaded. With the collet knob cross-threaded, the basket assembly and handle assembly were not properly secured together, resulting in the observed difficulty when functioning the handle. The collet knob is tightened by a machine during assembly. The machine ensures the collet knob is tightened to the appropriate torque. For the complaint device, the cross-threading increased the torque required to turn the collet knob and prevented it from fully seating. There was no specification related to the threading of the collet knob, the applicable specification is that the basket opens and closes when functioned, which the complaint device was found to do during multiple checks. The severity and occurrence rate of the issue was evaluated and no escalation is required. Cook has concluded that a manufacturing issue during assembly caused this malfunction to occur. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.